Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and elevated blood glucose (bg) levels in the 500-600 (mg/dl) range. Customer administered corrections boluses and was treated with intravenous insulin and fluids. System check with tandem technical support indicated that the pump was performing as intended. Customer was released from the hospital the following day.